Event description:
It was reported that the pump touchscreen was unresponsive. Blood glucose level was noted to be 5.2 mmol/l, which is within the normal range. During troubleshooting with technical support, the reported issue resolved.